Manufacturer narrative:
Eval method: follow-up with company representative medtronic, inc. (B)(4).

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedures at levels l1 and l3 using kyphos bone cement due to age and mild fracture type. During cementing on the second vertebrae, patient experienced pressure problems. Patient was turned over and reanimation was started immediately. Reportedly, patient is in coma and on the heart and lung machine and will not recover. It was noted that there was no cement extravasation. No further information was reported. Kyphos cement is not sold or distributed in the united states.